Event description:
The complainant alleged that during biomed testing, the device's paddle controls did not operate. The complaint indiated that there was no pt involvement in the reported malfunction.

Event description:
The complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. The complainant indicated that there was no patient involvement in the reported malfunction.